Event description:
Additional information: it was reported that the patient experienced post-dural puncture symptoms secondary to csf leak around the catheter. The signs/symptoms were headache and swelling at the lumbar incision. The epidural blood patch was performed on (B)(6) 2009. It was noted that the event was not related to the study medication. Seroma fluid was aspirated on (B)(6) 2009. A catheter dye study was performed on (B)(6) 2009; results were normal. The outcome was noted as resolved without sequelae.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
(B)(4).